Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem 'it is infusing about 10 ml under the programmed amount' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Evaluation inspected the device and found the percent error 2.265 and 4.793. Less than 5% specification, no action required . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was infusing about 10 ml under the programmed amount. Set device to infuse 50 ml and it only infused 40 ml twice. The event happened during routine maintenance check. There was no patient involvement. No additional information is available.